Event description:
It was reported that during the catheter ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was used to access the left atrium, after which the guidewire and dilator were removed, and the air was removed. However, following the insertion of the farawave catheter into the faradrive sheath and attempting to air removal, air continued to be drawn in during aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The product was received for analysis. Pump at 60ml/hr was used for irrigation of the sheath. No fluid leak in the sheath nor air in patient was seen. Starter guidewire was positioned approximately 1mm from the tip when the farawave catheter was inserted into the faradrive sheath.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive was used to access the left atrium, after which the guidewire and dilator were removed, and the air was removed. However, following the insertion of the farawave catheter into the faradrive sheath and attempting to air removal, air continued to be drawn in during aspiration. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The product is expected to be returned for analysis. Pump at 60ml/hr was used for irrigation of the sheath. No fluid leak in the sheath nor air in patient was seen. Starter guidewire was positioned approximately 1mm from the tip when the farawave catheter was inserted into the faradrive sheath.